Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used during an unknown procedure performed on (B)(6) 2025. During preparation, the connector for the electrosurgery cable in the handle was missing, making it unusable. The connector was present in the bag but had not been installed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.